Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01636.

Event description:
The patient was undergoing a coil embolization procedure in the right renal branch using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil into the target location, but the ruby coil would not form and therefore it was removed. Next, the physician decided to use another ruby coil; however, the pusher assembly of the ruby coil kinked while advancing through the introducer sheath. Therefore, it was removed as well. The procedure was completed using other ruby coils. There was no report of an adverse effect to the patient.